Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose and was treated with manual injections. It was reported that the insulin pump had alarmed multiple no delivery alarms. Insulin pump's piston would get stuck and the device would make a very strange noise during prime. Customer's blood glucose was 880 mg/dl. Customer had changed out the infusion set but the issue was not resolved. After troubleshooting, customer wanted to replace the device. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and a cracked belt clip slot.